Manufacturer narrative:
The lot number was provided and a lot history review has been performed. The device was returned for evaluation and the investigation confirmed for burst. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600540 chronic catheter allegedly experienced a burst and leak. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.